Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a guidewire crossed the lesion, a 4.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.